Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and kidney infection ("kidney infection") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping/severe, lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced pyelonephritis ("infection (bladder/ urinary tract/vaginal) type: pyelonephritis"). On an unknown date, the patient experienced kidney infection (seriousness criterion hospitalization) and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (bilateral salpingectomy done). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, dyspareunia, alopecia, weight fluctuation, vaginal haemorrhage, pyelonephritis, nausea and weight decreased had not resolved and the kidney infection outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, kidney infection, menorrhagia, nausea, pelvic pain, pyelonephritis, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50.34 kgs. Most recent follow-up information incorporated above includes: on 17-apr-2018: pfs and mr extracted. New reporters added. Patient¿s demographics added. New events added: abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: pyelonephritis, nausea, weight loss and patient did not undergo an essure confirmation test. Event onset date and outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and kidney infection ("kidney infection") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test.". Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2017 to (B)(6) 2017 and ibuprofen from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced cystitis ("bladder infection"). On (B)(6) 2017, the patient experienced pyelonephritis ("infection (bladder/ urinary tract/vaginal) type: pyelonephritis"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion hospitalization), abdominal pain lower ("severe abdominal cramping/severe, lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia)"), weight fluctuation ("weight fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy done). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, dyspareunia, alopecia, weight fluctuation, vaginal haemorrhage, pyelonephritis, nausea and weight decreased had not resolved and the kidney infection, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, alopecia, cystitis, dysmenorrhoea, dyspareunia, kidney infection, menorrhagia, nausea, pelvic pain, pyelonephritis, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Current weight 120 lbs. Approximate weight at the time of essure placement 125.00 lbs. Date(s) of insertion: (B)(6) 2012 (discrepancy noted from previous pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Most recent follow-up information incorporated above includes: on 27-nov-2018: new pfs received- new events added: bladder, urinary tract , vaginal infection were added.new reporter was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and kidney infection ("kidney infection") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion hospitalization), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/severe, lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (bilateral salpingectomy done). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, kidney infection, dysmenorrhoea, abdominal pain lower, menorrhagia, dyspareunia, alopecia and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, kidney infection, menorrhagia, pelvic pain and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.